Event description:
Report received of no audible alarm. The pump was returned to the clinical engineering department with an unsigned note that stated, "broken." It was reported that when the device was powered on, the audible tone was so low" you wouldn't have been able to hear it unless it was right in front of your face." No testing of the device was done. There were no reports of any adverse patient events while the device was in clinical use.